Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016, to report that on (B)(6) 2016, the receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
((B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed the no defects were found. A review of the downloaded receiver log did not observe any errors related to the customer complaint. Functional testing was performed and there were no failures detected. The receiver was opened for further evaluation. An internal visual inspection was performed and the inspection passed. After reassembly, it was observed that the receiver display was intermittent and started to flicker. The reported event of a frozen screen display was confirmed. A root cause could not be determined.